Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203, 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the case and lcd were cracked and the r30 resistor was damaged on the computer / analog board. In addition, the belt receptacle wires were glued into the epoxy on the defibrillator board. The cause of the service codes and incoming test failure is the damaged r30 resistor. The root cause of the damaged resistor is physical abuse as evidenced by the extensive damage to the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor was producing service codes 203 and 102.